Event description:
On (B)(6) 2025, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced peritonitis. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported that this patient presented to the outpatient clinic on (B)(6) 2025 with back pain but no symptoms of infection. Peritoneal effluent fluid cultures obtained in the outpatient clinic on (B)(6) 2025 presented with staphylococcus simulans and a white blood cell (wbc) count obtained in the outpatient clinic on (B)(6) 2025 presented 1037/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler. It was explained that the patient is around dogs and other animals while hunting and the infectious pathogen originated from this activity. The patient was not initially hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg (then to 2250 mg on (B)(6) 2025) for three weeks and ip ceftazidime at 2000 mg for two weeks. Follow-up effluent fluid cultures and wbc counts taken in the outpatient clinic showed no growth on (B)(6) 2025 with elevated wbc counts in the next three weeks of the treatment course; however, an effluent fluid culture obtained in the outpatient clinic on (B)(6) 2025 presented with staphylococcus simulans. The patient was hospitalized for this persisting infection on (B)(6) 2025. During this admission, the patient¿s pd catheter (not a fresenius product) was removed as he was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient was discharged home on (B)(6) 2025. It was reported that the patient¿s peritonitis and associated hospitalization were not the result of a deficiency or malfunction of any fresenius products(s) or device(s). The patient recovered from this event as he continues hd therapy on an in-center basis with no plan to return to pd therapy.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s infection can be attributed to touch contamination during ccpd therapy with no indication of a contributing deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. Nonadherence to asepsis through touch contamination is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that readily transmits by handling animals as seen in this case. Therefore, the cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On (B)(6) 2025, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced peritonitis. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported that this patient presented to the outpatient clinic on (B)(6) 2025 with back pain but no symptoms of infection. Peritoneal effluent fluid cultures obtained in the outpatient clinic on (B)(6) 2025 presented with staphylococcus simulans and a white blood cell (wbc) count obtained in the outpatient clinic on (B)(6) 2025 presented 1037/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler. It was explained that the patient is around dogs and other animals while hunting and the infectious pathogen originated from this activity. The patient was not initially hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg (then to 2250 mg on (B)(6) 2025) for three weeks and ip ceftazidime at 2000 mg for two weeks. Follow-up effluent fluid cultures and wbc counts taken in the outpatient clinic showed no growth on (B)(6) 2025 with elevated wbc counts in the next three weeks of the treatment course; however, an effluent fluid culture obtained in the outpatient clinic on (B)(6) 2025 presented with staphylococcus simulans. The patient was hospitalized for this persisting infection on (B)(6) 2025. During this admission, the patient¿s pd catheter (not a fresenius product) was removed as he was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient was discharged home on (B)(6) 2025. It was reported that the patient¿s peritonitis and associated hospitalization were not the result of a deficiency or malfunction of any fresenius products(s) or device(s). The patient recovered from this event as he continues hd therapy on an in-center basis with no plan to return to pd therapy.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.